Event description:
It was reported that perforation in the vessel occurred during a plain old balloon angioplasty to treat an unspecified coronary artery. The patient was expired in the end. It was unsure that the death was directly related to the perforation or subsequent complications of the procedure. The user facility refused to provide additional information.

Manufacturer narrative:
Manufacturing site was unable to be identified because lot information was unavailable. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because of unavailability of lot information. All the shipped products were inspected in the production process and satisfied the product specifications ad release criteria; therefore, it was concluded that there was no anomaly in product quality. Due to limited information provided from the user facility, which product had cause or contributed to the reported vessel perforation or death of the patient was unable to be determined. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with this event. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.